Event description:
Per the clinic, the patient was treated with topical steroid (specific date and duration not reported) for skin overgrowth. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 13, 2024.